Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous right posterior tibial artery. After a non-bsc guide wire crossed the lesion, the physician advanced a 2.0mm x 150mm x 150cm coyote balloon catheter to dilate the target lesion. However, on the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. There was no kink prior to use, no resistance during the procedure. The balloon was completely removed from the patient. The procedure was completed with a 2mmx220mm coyote balloon catheter. No patient complications were reported and the patient status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a coyote es catheter. There was blood in the inflation lumen. Magnified inspection revealed a pinhole to the 10mm from the proximal edge of the distal markerband. Microscopic examination of the balloon presented no irregularities in the balloon material or the ro marker that could have contributed to the damage. There was no evidence of any product quality deficiencies contributing to the confirmed damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 100% stenosed target lesion was located in the moderately calcified and moderately tortuous right posterior tibial artery. After a non-bsc guide wire crossed the lesion, the physician advanced a 2.0mm x 150mm x 150cm coyote balloon catheter to dilate the target lesion. However, on the first inflation at 14 atmospheres for 30 seconds, the balloon ruptured. There was no kink prior to use, no resistance during the procedure. The balloon was completely removed from the patient. The procedure was completed with a 2mmx220mm coyote balloon catheter. No patient complications were reported and the patient status was good.